Event description:
Related manufacturer report number: 2017865-2022-17095. It was reported that the right atrial (ra) lead exhibited oversensing of myopotential noise and the right ventricular (rv) lead exhibited noise that was not sensed. The physician alleged the issue may have ensued due to implant technique and not a product deficiency whereby the original implanting physician may have made the leads coiled too tightly in the pocket. The ra and rv leads were extracted and replaced. The patient was stable.